Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the device from the received image(s). The photographs were reviewed, however they do not represent the reported complaint due to is not possible determine if the screw threads have been chipped off from the tip to the center of the thread. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery on elbow rest. The surgery was completed successfully with no surgical delay. The day after the surgery, x-rays showed what appeared to be thread-like shavings of the screw in question. On the x-ray, it looks as if the screw threads have been chipped off from the tip to the center of the threads. The surgeon also identified the same thread-like material in the bone on CT. The surgeon commented that there was no discomfort in the hand response during screw insertion and drilling in the surgery. He also guesses that the plate is temporarily fixed with 1.2mm k-wire.